Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The suturing device was being used for the anastomosis. The device was difficult to toggle, difficult to load, and difficult to unload. The needle from the suture loading unit disengaged from the jaws and fell into the cavity of the patient. The needle was retrieved by the surgeon using a grasper. In order to resolve the issue and complete the case, another device was opened. There was no patient harm. The patient status is alive, no injury.